Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
Event date is estimated. Further information requested (weight) not available.

Event description:
Related manufacturer report number: 1627487-2021-00620. It was reported patient experienced ineffective coverage of pain relief. X-rays confirmed that the leads had migrated significantly. As a result, to address the issue patient may be awaiting surgical intervention at a later date.